Manufacturer narrative:
Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
It was reported that the healthcare professional could not interrogate generators when using the tablet and the programming wand. It was reported that the programming wand was used with a handheld computer and interrogation of generators could be run then. It was reported that the 9v battery in the wand was a new one. The 9v battery was tested and it passed and that usb cable was suspected to be causing the communication problems. It was reported that a new usb cable was used with the tablet and the wand and generators could be interrogated. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect usb cable was returned to the manufacturer. Analysis of the returned usb cable is underway but it has not been completed to date.

Event description:
An analysis was performed on the returned usb white cable and the reported failure was verified. The cause for the reported issue is associated with a disconnected wire connection in the returned serial cable.